Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld.

Event description:
The crossbrace is broken in two pieces below the weld from the seat rail.